Event description:
It was reported that during a percutaneous transluminal angioplasty a balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous superficial femoral artery the 6.0x40, 135cm mustang angioplasty balloon was inflated to an unknown pressure and ruptured. The procedure was completed with another device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).